Manufacturer narrative:
(B)(4). Batch # r94z1e. The device history records were reviewed, and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a lap hysterectomy, the surgeon was transecting the fallopian tube and noted the harmonic device was making a chattering noise and didn¿t seem to be working as efficiently as he was used to. He then noticed the white tissue pad was coming dislodged. They stopped working and removed the device from the patient. The tissue pad came completely off and was recovered. However, there is still a question as to whether the pad split in half and if only one half was recovered. They searched the abdomen but didn¿t find the potential other half. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # r94z1e. Corrected data. Expiration date is 7/30/2023. Device manufacture date is 8/15/2018. Investigation summary: the analysis results found that the device was received with the tissue pad detached and had evidence of body fluids and tissue pad material in the groove section of the clamp arm. In addition, it was returned with a piece of what appears to be the tissue pad in a plastic bag. The damaged tissue pad could have impacted "tissue effect issues." It is possible that the "noise issue" heard could have been when the blade made metal to metal contact. The device was connected to a test handpiece and a gen11 and the device did activate during functional testing. When the device was disassembled to inspect the internal components, no anomalies were found. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.